Event description:
The rep reported the device was used during a right laparoscopic hernia. It was reported the procedure went well; the pt went home that afternoon with only one episode of vomiting in the recovery room. Pt returned to the hospital ER the next morning feeling weak. Pt was found to have hemoglobin of 5-6. The pt arrested after an unk amount of time in the ER. Pt was stabilized and air-cared to another facility where he was later pronounced brain dead. The operating surgeon was told by the treating neurosurgeon at other facility that the pt had a retroperitoneal bleed on the right operative side. Post op, the scrub nurse was showing another nurse how the balloon worked and it was in good working order. 6/18/98 the risk manager called to say they had no other info. They are still gathering info and awaiting results from the autopsy. Risk manager will call back with add'l info.